Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that all staples were placed and test media was cleanly transected. The reload interlock was tested and found to function pr operly. It was reported that the jaws did not open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the staple pre-fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that he reload was pre-fired and engaged in interlock. The jaws of the reload were open. Staples were protruding from the proximal end of the staple cartridge channel. There was a visible gap between I-beam and the sled while the interlock was engaged. The reload was loaded into a representative signia handle, clamshell and adapter. The reload communication with the handle was verified and the reload was recognized as used. The reload was removed. The reload was loaded into a representative instrument. The reload was partially cycled to investigate the gap between the sled and I-beam. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that during the laparoscopic roux en y gastric bypass procedure, the green button was not pressed. The staple reload began to fire staples during the opening and closing of the calibration stage while setting up the device. Additionally, it would not open, hence it could not fire when placed through the port and into the patient. The reported issue that the jaws will not open could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was a staple pre-fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic roux en y gastric bypass procedure, the staple reload began to fire staples during the opening and closing of the calibration stage while setting up the device. Additionally, it would not open, hence it could not fire when placed through the port and into the patient. The device was replaced with another reload of the same type and was used with the same handle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic roux en y gastric bypass procedure, the green button was not pressed, the staple reload began to fire staples during the opening and closing of the calibration stage while setting up the device. Additionally, it would not open, hence it could not fire when placed through the port and into the patient. The device was replaced with another reload of the same type and was used with the same handle. No patient complications have been reported as a result of this event.